Event description:
Reporter has been dealing with test strip problems for the last six months. In 11/1998 he was informed by his diabetic center that he needed to get a new glucose meter. He received the new unit but there was no explanation for the need for change. Pt began noticing he was experiencing more insulin reactions. In 02/1999 his blood sugar reading was 28 and he drank a glass of orange juice. A half hour later his lips were still tingling and he repeated blood sugar with 191 as result. A third test was 72. Reporter was concerned since a blood sugar of 191 would be reason for insulin bolus. (He is using an insulin pump). So he decided to test the strips by taking dual blood glucose tests morning and evening. After 98 tests he determined that 53% exhibited a variance of 8% or more. He spoke with the customer svc mgr at roche but was not pleased with response. The customer svc mgr stated that MFR was doing studies in the lab but would not consider testing such as reporter did on himself. Still concerned, reporter conducted more sets of tests finding that the comfort strips exhibited variance of 8% or over 42%, 56% and 391% in 3 sets and under 8% in a set at 60%. He returned to his old brand of strips and testing results were only varying 18% of the time over 8%. Reporter went to his physician who didn't seem concerned. Reporter concludes that his old strips are 90% accurate and he is now using them. Reporter feels that MFR knows there is a problem with the strips. Just recently reporter bought a new box of strips (old brand) and there was a new statement under "new info/easier lab comparison: you may experience results which are on average 8% higher than those with previous accucheck advantage test strips."